Event description:
It was reported that when trying to do acquired images with the 9600+ system the runs are not saving. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.